Manufacturer narrative:
During the inspection of the bed, it was noted that no issues were found with the functionality of the bed. There was no frayed or burned wires. It was noted only the main ac power cord appeared to have too much electrical tape wrapped around it and auxiliary power cord was missing from the bed. Per baxter service manual, it is necessary for the progressa bed to have an effective maintenance program. We recommend that you do annual preventive maintenance. Examine the plug for damage. Make sure the plug is a one-piece molded plug assembly. If it is not, replace the plug cord assembly. Replace any plug cord assembly that shows: discoloration of the plug molding, any signs of cracking, or loose fit of the plug blade. Replace the power cord, if damaged. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the both, the main ac power cord and auxiliary power cord to resolve the reported event. Cause of the issue that caused the electrical fire to the ac power wall unit is unknown and is still being investigated by the facility. If any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report. Based on this information, no further action is required.

Event description:
On 19-dec-2025, an other health care professional contacted technical service to report that progressa frame (product code: p7500a000186, serial number: (B)(6), had a spark on the power cord and the receptacle caught on fire.this occurred during patient use. It was reported that there was no patient/user injury or medical intervention with this event.